Manufacturer narrative:
Concomitant products: 1688tc, lead, implanted: (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and pulled back. The rv lead was found to have high and increasing thresholds. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.